Event description:
It was reported that the patient was having trouble with the implantable neurostimulator (ins) not stimulating down his leg. If the patient turned it up, it went into his kidneys. The patient had an x-ray done to make sure everything was ok and ¿everything was ok.¿ it was noted that the patient noticed this when they found out that one of the leads was not working during implant surgery. It was noted that the programming on that lead was not working. It was noted that the patient had to cancel his appointment to program his ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).